Manufacturer narrative:
On 23-oct-2017 product investigation results: the reporter returned toothbrush handle and toothbrush head on 11-sep-2017. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
Rectangular shaped brush attached to toothbrush (was swallowed) [device breakage] adult swallowed the rectangular shaped brush - oral-b dual action [accidental device ingestion]. Swallowed the rectangular shaped brush - oral-b dual action [exposure via ingestion] no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A parent reported via e-mail on (B)(6) 2017 that while her (B)(6) year old son was brushing his teeth around 6:00 am with an oral-b rechargeable toothbrush, version unknown, he swallowed the rectangular shaped brush attached to the oral-b dual clean brushhead. He went to the emergency department of a hospital. She reported he had an x-ray, and the brush could not be found on his trachea and air passage. The reporter stated a doctor had said the brush might have gone down to his stomach, and hopefully it would be discharged with a bowel movement. No symptoms were reported. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Rectangular shaped brush attached to toothbrush (was swallowed) [device breakage]; adult swallowed the rectangular shaped brush - oral-b dual action [accidental device ingestion]; swallowed the rectangular shaped brush - oral-b dual action [exposure via ingestion]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A parent reported via e-mail on (B)(6) 2017 that while her (B)(6) son was brushing his teeth around 6:00 am with an oral-b rechargeable toothbrush, version unknown, he swallowed the rectangular shaped brush attached to the oral-b dual clean brushhead. He went to the emergency department of a hospital. She reported he had an x-ray, and the brush could not be found on his trachea and air passage. The reporter stated a doctor had said the brush might have gone down to his stomach, and hopefully it would be discharged with a bowel movement. No symptoms were reported. Relevant history: none reported. No further information was provided.